Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased. Review of manufacturer's database revealed lead was replaced 18 months prior to patient death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the (B)(4). The device is part of the advisory for this model. Evaluation summary (B)(4) proximal conductor fractured, outer tubing overlay cosmetic esc, outer insulation cosmetic depression, blood in/on helix/lobe mechanism. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Event description:
Asku